Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, the patient reported feeling very ill while the cgm displayed a glucose value of 170 mg/dl. The patient did not have access to a glucometer at that time and was unable to obtain a fingerstick blood glucose (fsbg) measurement. Due to worsening symptoms, the patient sought medical evaluation at the emergency room (ER), where a fingerstick measurement indicated a blood glucose level of approximately 300 mg/dl. The cgm value at the time of the ER assessment was not recalled. The patient was admitted to the intensive care unit (ICU) and received treatment including intravenous (IV) fluids and an IV insulin infusion. The patient was discharged after four days of hospitalization. At the time of discharge, the patient reported improvement in symptoms, and glucose levels were noted to be stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.